Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead and neurostimulator were explanted on 15-sep-2016. The event resolved on (B)(6) 2017. The event was assessed as not related to the procedure and related to the stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of urinary incontinence since (B)(6) 2016. It was unknown if any surgical intervention was taken. The event was ongoing. The issue was not resolved and the patient was alive with no injury. The patient's medical history includes idiopathic functional urinary incontinence since 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.